Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 1 year 4 months post implant of this aortic bioprosthetic valve, the patient presented as symptomatic due to stenosis of the aortic bioprosthetic valve. The device was successfully replaced valve-in-valve with a medtronic transcatheter valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.